Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the shell, one curved opening on radius, wear abrasion, and a crease fold. The weight of the device was within specification. A microscopic analysis was performed which identified: one striated opening on radius. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.